Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the third party service center, the sensor board was replaced. The component was returned to the manufacturer for further evaluation. During the evaluation of the component in the quality assurance laboratory, the sensor board failed testing.